Manufacturer narrative:
An event of difficulty advancing the device and material deformation was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. It was indicated that a was caught under the patient's skin and could not be inserted into the blood vessel. It was also indicated that the tip of device appeared to be flared. A replacement 34 mm amplatzer sizing balloon ii was used to complete the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Per the information available abbott cannot further speculate on why the reported event occurred.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 24mm amplatzer sizing balloon ii was selected for a procedure on (B)(6) 2024 to measure the vessel. During the procedure after removing the sheath the sizing balloon was caught under the patient's skin and could not be inserted into the blood vessel. The tip of device appeared to be flared. The device was replaced with a new 34mm amplatzer sizing balloon ii. There were no adverse effects to the patient. The patient status was stable.